Event description:
The catheter sl15 had been placed in the pt and had been fixed with the rotating wing on the skin with stitches. After two days the following occurred: the catheter came out of the pt while the wing still kept fixed on the skin. For this reason the pt lost a lot of blood, the nurses in charge however could prevent more damage. One thing had been changed. Since four months ago they put betadine iodine ointment on the port of entrance. The question now is: could it be so, that this ointment is working as a lubricant in a way the wings come loose?